Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.